Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the only button that functioned for the past hour or two was the up arrow key. The patient's blood glucose at the time of incident ranged between 130 mg/dl and 140 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. During keypad anomaly troubleshooting, the customer mentioned being hospitalized for diabetic ketoacidosis due to a bent infusion set cannula. The customer's blood glucose at the time of hospitalization is unknown; however, he experienced vomiting as a result of his blood glucose levels. The customer was hospitalized for three days. No specific treatment details were provided. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons are functioning properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector was noted during visual inspection. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window.